Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they fell last week and broke two ribs and experienced another fall last night that resulted in injury requiring stitches, with uncertainty about additional fractures. The patient expressed concern that the falls might be related to their therapy, asking whether a drop in ins charge level or changes in amplitude could affect their ability to stand, maintain balance, or avoid dizziness. The patient confirmed that their ins was charged and therapy was turned on at the time of the call. The patient was referred to their healthcare provider for further evaluation and to address these concerns. See (B)(4) for omitted information.

Event description:
The patient provided additional information indicating that the cause of the falls remains unknown. To resolve the issue, the voltage was increased, but the resolution is unknown at the time of this contact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.